Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side via ultrasound "IV degree fibrocapsular contracture. (Symptoms of pain, discomfort, severe deformation and breast tightening)."; "capsular contracture grade IV", ultrasound confirmed the thickening of the capsule. Device has been explanted and replaced with another company's device.